Event description:
Had pkt eye procedure. Since then I have had extreme dry eyes with constant corneal abrasions. It's been 4 years and I still have this problem, having to wear a bandage contact lens now and a plug in one eye. I'm a photographer so this is a huge issue for me.